Event description:
It was reported that pump displayed a malfunction code and could not be reset, with no notable events occurring beforehand and no indication that the customer¿s blood glucose level exceeded critical limits. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to place pump into storage mode and return it within 10 days using a pre-paid label, was informed that a replacement pump would be shipped, and was advised that they would need to re-enter pump settings and reconnect continuous glucose monitor on replacement device, while customer planned to contact healthcare provider regarding backup insulin therapy since no backup method was currently available.